Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle hub separated from the device. The following information was provided by the initial reporter: it was reported by the consumer that the needle on a bd syringe came off with syringe cap and was not useable.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 8th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle hub separated from the device. The following information was provided by the initial reporter : it was reported by the consumer that the needle on a bd syringe came off with syringe cap and was not useable.